Event description:
It was reported that 85" texium set w/filter 1ysite clmps tubing was damaged and the blood backed up on 4 occasions. The following information was provided by the initial reporter: material no: bg-70071-df-tp batch no: unknown it was reported that the tubing collapses beginning at the drip chamber and blood backs up into the tubing. Verbatim: on 3/16/2021 a user reported an administration set model bg-70071-df-tp lot n/a, there have been 3-4 times when using the filtered IV sets, administering darzalex and/or taxol, that the tubing collapses, beginning at the drip chamber and blood backs up into the tubing. This is occurring at the end of the infusions. Pumps are not alarming infusion complete or air in line when this occurs. Operator rn. Medication darzalex and/or taxol. Patient involved. Patient was not harmed.

Manufacturer narrative:
H6: investigation summary a video of a backflow was received by customer, during the video it was observed that the set is connected to the patient and the backflow occurred. During the video it was shown that the pump has an alarm, it was observed that the set had some kind of substance inside the tubing, it was defined the set has traces of having had substance inside and an empty drip chamber with some kind of void, after the revision, no issues regarding to the manufacturing were observed in the video, however, since the video doesn¿t show where the set initially was connected, it cannot be confirmed if it was also empty, therefore, a possible incorrect usage of the set could be related. A trend review was performed for model bg-70071-df-tp, no additional complaint related to this failure mode was found in a 1-year period (may 14, 2020 to may 14, 2021) a trend review was performed for model bg-70071-df-tp, no qn related to this failure mode was found in a 1-year period (may 14, 2020 to may 14, 2021) root cause definition a video with a backflow issue in the model bg-70071-df-tp was shared, the video was reviewed and no issues regarding to the manufacturing were observed, therefor, the failure mode could not be confirmed since was not found to be related to the manufacturing process. A device history review could not be completed as no batch number was provided. H3 other text: see h10.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 85" texium set w/filter 1ysite clmps tubing was damaged and the blood backed up on 4 occasions. The following information was provided by the initial reporter: material no: bg-70071-df-tp batch no: unknown. It was reported that the tubing collapses beginning at the drip chamber and blood backs up into the tubing. Verbatim: on 3/16/2021 a user reported an administration set model bg-70071-df-tp lot n/a, there have been 3-4 times when using the filtered IV sets, administering darzalex and/or taxol, that the tubing collapses, beginning at the drip chamber and blood backs up into the tubing. This is occurring at the end of the infusions. Pumps are not alarming infusion complete or air in line when this occurs. Operator rn. Medication darzalex and/or taxol. Patient involved. Patient was not harmed. 3-15-2021.